Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced stimulation lost. Reportedly, patient was required to recharge multiple times. Troubleshooting was attempted but to no avail. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.